Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a patient who experienced granulomas while on therapy with poly-l-lactic acid (sculptra). The patient also used (B)(4) concomitantly. Granulomas have since resolved. (B)(4). Addendum for follow-up information received on 22-may-08: (B)(4) revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in ireland. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.